Manufacturer narrative:
A photo was provided of the lens in the eye. A lot of glare was on the screen, however, one haptic junction could be observed. What appears to be a clear strip of material is visible near the haptic junction. Unable to determine if it is under or on the iol from the photo. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implant procedure, fiber on lens was noted. Additional information was requested.

Manufacturer narrative:
The product was not returned for evaluation. A photo was provided of the lens in the eye. A lot of glare was on the screen; however, one haptic junction could be observed. What appears to be a clear strip of material is visible near the haptic junction. Unable to determine if it is under or on the iol from the photo. A determination as to the nature and origin of the material cannot be made from the photograph. A cartridge was indicated, without the lens/mode diopter information it cannot be determined if this is a qualified combination. The handpiece and viscoelastic used were not provided. The product investigation could not identify a root cause for the reported complaint. The product and material were not returned for evolution. Not enough information was provided by the reporter for further investigation. A determination as to the nature and origin of the reported material cannot be made from the provided photograph. It is unknown if a qualified associated products were used. Per the instructions for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).